Manufacturer narrative:
The lens remains implanted therefore is not available to be returned for eval. Investigation of this event is in progress. A supplemental will be submitted upon completion of the investigation.

Event description:
It was reported that following uneventful surgery, the pt presented with anterior capsular phimosis and iol decentration resulting in hypermetropic surprise, post-op +0.8d. Further surgery was performed on (B)(6) 2013 to remove fibrous tissue on anterior capsule. Add'l info has been requested.